Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the sorbafix enhanced fixation device was used. It was reported that the "minilap malfunctioned" and all the 30 fasteners from the device detached from the external tip with the spring. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners detached from the external tip with the spring. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners detached from the external tip with the spring. The subject device is said to be available however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Addendum: this supplemental MDR submitted to document the sample evaluation result. Evaluation of returned sample found that the that a broken mandrel was installed in the device which resulted in the mandrel becoming detached from the internal components in use. Based on the sample evaluation conducted, the reported event is confirmed as supplier related. A supplier quality alert was issued to the appropriate supplier. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the sorbafix enhanced fixation device was used. It was reported that the "minilap malfunctioned" and all the 30 fasteners from the device detached from the external tip with the spring. There was no patient injury.